Manufacturer narrative:
Method: actual device not evaluated; no testing methods performed. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was not reviewed as the serial number is unknown for the sterrad unit. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for further evaluation. The healthcare worker did not correctly press the "start" button on the unit and did not check the chemical indicator prior to releasing the load. The load was released on one patient and no injury or infection has been reported. The customer was educated by the jjkk representative to prevent this issue from occuring in the future. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
(B)(4). Load not recalled.

Event description:
A customer reported a non-sterilized instrument was accidentally used on one patient in surgery. The instrument was one flexible fiber. The customer states a healthcare worker (hcw) placed the instrument into a sterrad 100s and then pushed the start button; however, the cycle did not run. The instrument was kept in the sterrad 100s chamber for three days. After this time, a hcw removed the instrument from the chamber and claims to have confirmed the chemical indicator of the "sterilization bag" changed correctly. After the instrument was released it was found that the chemical indicator did not change correctly. The customer reports the patient was not given any prophylactic treatment and has no infection, harm or injury. This event is reported to the FDA since a non-sterilized instrument was released and used on a patient.